Manufacturer narrative:
Investigation completed on 12/13/2016. Method: - DHR review, -trend analysis, -failure analysis. Device history review: the device in question was manufactured on december 31, 2009. Service history: control # 90060, date of service: 4/18/2016, reason for repair: service request, nature of problem: locking knob is loose. Repair evaluation: unit received with the lock having both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts; general maintenance and cleaning required. Trend analysis: no manufacturing or design related trend has been identified. Failure analysis: the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
The mayfield skull clamp slipped and cause a 1 - inch laceration. No other information was provided. Additional information has been requested.

Manufacturer narrative:
Additional information received on 22 nov 2016: the date of the incident was (B)(6) 2016. The product ID was provided as a1059, however, the serial number was not available. The device was in contact with a (B)(6) patient undergoing a c2-t2 posterior decompression and fusion surgery. The 1-inch laceration was discovered during the procedure and was treated with suturing. The patient recovered and there was no delay in surgery due to the incident.